Manufacturer narrative:
(B)(4) - broken pneumatic switch. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the white aire switch of the motor drive unit was broken. This occurred on (B)(6) 2010, after a case and there was no pt involvement and no pt consequences reported.